Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient claimed that his pump stopped working after swimming with the pump. The pump reportedly displayed a "cs" alarm then the screen went blank. He replaced the batteries, but the pump will not power on. The patient stated the battery cap is new and is securely attached to the pump. He also denied seeing rust or moisture in the battery compartment. A replacement pump was sent to the patient. There was no adverse event associated with this complaint.